Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). A batch record review was performed. No ncr related to complaint issue were initiated for complaint order during production. Non-conformance 1224741 ¿stop flow from patient to chamber¿ was initiated. On a base of the available information and investigation conducted the root cause for the issue ¿stop flow at different areas from patient to chamber was observed by hcp during product use¿ cannot be determined. The list of possible causes was determined. No systematic failures in manufacturing process were revealed. No actions are required at the moment. No samples and pictures were received. No additional investigation is needed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3007966929.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported that "the urine is retained in the proximal area proximal to the catheter and can not make its way to the drainage bag. The retention point is the white filter". Additional information was received clarifying the catheter connector is where the "white filter" is located within the product that caused "hinder urine". It is unclear as to how long the product was in use prior to noting the stated issue. Bladder ballooning was performed after the product was removed. No harm was reported.